Event description:
The facility had reported an infusion pump with a failure code 812:02. The facility's biomedical engineer had stated that the device was not involved in a patient incident. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.